Event description:
It was reported that during a lap bowel procedure, at the end of the procedure there was an error code on the instrument. They stopped the procedure and tried to clean the shear, but the blade broke from the shear. They used another device to finish the procedure. No pt consequences were reported.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.